Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a cusa excel nosecone continued to activate despite releasing the switch. The event occurred during a procedure. The unit was not in contact with a patient when the issue occurred. The procedure was not delayed and the patient was not injured because of the delay or the issue.